Manufacturer narrative:
As reported through the legal department via a legal brief for the plaintiff of the decedent/patient, the patient underwent placement of a trapease inferior vena cava (ivc) filter.  The filter subsequently malfunctioned and caused great bodily harm to the patient, directly and proximately causing a heart attack and death, three years eight months and fifteen days after the filter deployment. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff/decedent¿s son has suffered and will continue to suffer the wrongful and premature death of his beloved father. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A heart attack or myocardial infarction (mi) and the subsequent death does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The patient¿s pre-existing medical history is not known and there was no cause of death reported/ is unknown at this time and a correlation between the device and the events could not be determined. Without procedural films for review, and given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief for the plaintiff of the decedent/patient, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, directly and proximately causing a heart attack and death, three years eight months and fifteen days after the filter deployment. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff/decedent's son has suffered and will continue to suffer the wrongful and premature death of his beloved father. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter insertion was deep vein thrombosis (dvt) and right ventricular strain consistent with severe pulmonary hypertension. The filter subsequently malfunctioned and caused great bodily harm to the patient, directly and proximately causing a heart attack and death, three years eight months and fifteen days after the filter deployment. As direct and proximate results of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the plaintiff/decedent¿s son has suffered and will continue to suffer the wrongful and premature death of his beloved father. No additional information is available. The filter remains unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Complications associated with the use of the trapease device include but are not limited to incorrect positioning of the filter, perforation of the vessel wall, restriction of blood flow, occlusion of small vessel, distal embolism, infection, intimal tear, filter fracture and thrombus formation. Review of the limited information available suggests that underlying patient factors, including severe pulmonary hypertension and pre-existing thrombosis, may have contributed to the unfortunate events of heart attack and death. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form which indicates the cause of death was myocardial infarction. Medical records received indicate the indication for filter placement was deep venous thrombosis and right ventricular strain consistent with severe pulmonary hypertension. Following deployment of a trapease, post venogram showed appropriate placement of the inferior vena cava filter. Additional information is pending and will be submitted within 30 days upon receipt.